Manufacturer narrative:
(B)(4). Field data related to the quality issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lot 71527m100 were reviewed in this investigation. A review of field data was performed. Initial and repeat reactive rates of lot 71527m100 were compared to the upper 95% confidence limits in the prism htlv-I/htlv-ii package insert ((B)(4)) for the combined serum/plasma population. A product deficiency has been identified in that prism htlv-I/htlv-ii reagent kit list 06e50-68 lot 71527m100 is exhibiting initial and repeat reactive rates greater than the package insert upper 95% confidence limits. An investigation has been initiated to determine cause. A final report will be submitted when the investigation is complete.

Event description:
The customer stated with the use of prism htlv I/ii reagent lot 71527m100 they have noted an increase in initial and repeat reactive rates. One of the repeat reactive results was from a plasmapheresis donor who has been htlv negative for all previous 100 donations. The customer sends repeat reactive samples to a reference laboratory for testing by radioimmunoprecipitation (ripa). Of the six prism repeat reactive samples, two were negative by ripa. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process

Manufacturer narrative:
(B)(4). Reactivity originating from (B)(4) viral lysate. (B)(4) reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since (B)(4) 2008. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert (B)(4) confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism (B)(4) assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the (B)(4) viral lysate.